Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump pushed insulin through the tubing during the load cartridge step. The patient reportedly had 31 units in the cartridge, the patient had removed the cartridge to inspect it. The patient rewound the pump and put the cartridge back into the pump. The load step was then activated and upon completion the pump read 20 units. This report is being made based on the alleged malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity outside normal use observed in the black box or download history. The rewind, prime and load steps were performed on the pump with no alarms noted. The force sensor was found to be within calibration and there was no damage found to the force sensor circuit. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.